Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the nipro guideplus ii st guiding extension catheter is 0.052" (1.33 mm) and does therefore not fulfill the requirements specified in the orsiro mission IFU.

Event description:
After pre-dilated with two balloons and a rotablator, the complaint orsiro mission stent system was inserted into the lad using a guideplus extension catheter, but resistance was felt and the device was removed. At that time, the distal edge of the orsiro mission stent was bent (deformed), so its use was discontinued. Subsequently, an orsiro mission 3.0/40 was used, and the procedure was completed without any problems. The patient suffered no adverse health effects.

Manufacturer narrative:
Combination product: yes.

Event description:
After pre-dilated with two balloons and a rotablator, the complaint orsiro mission stent system was inserted into the lad using a guideplus extension catheter, but resistance was felt and the device was removed. At that time, the distal edge of the orsiro mission stent was bent (deformed), so its use was discontinued. Subsequently, an orsiro mission 3.0/40 was used, and the procedure was completed without any problems. The patient suffered no adverse health effects.